Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging that after filling a cartridge with 80 units and loading the cartridge into the pump, the device indicated that there were 54 units. After priming, the reporter claimed that the device showed 44 units remaining. It is unknown if pump was pushing insulin out during the load step. The reporter did not allege any harm or injury because of the reported issue. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that after the load step, the pump was indicating that there was less insulin than what was filled in the cartridge. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box did not indicate any loss of primes that were not associated with a cartridge change. A rewind, load, and prime sequence was performed with no issues. The pump was exercised for 24 hours with no issues. A cartridge with 100 units was loaded, and after the load step the pump displayed 101 units. Investigation revealed that the force sensor was out of calibration.